Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: right arm weakness. Time of symptoms/ae: 4-days post procedure. It was reported that 4-days after an uneventful left internal carotid artery stenting procedure, the patient experienced a transient ischemic attack. The patient presented to the emergency department with symptom of right arm weakness. An ultrasound and CT scan were performed with negative results on both tests. There was no treatment provided or medical intervention performed. The condition was noted to resolve in 2007. Though requested, no additional information was available. Study event.